Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a pump error alarm for hardware low level failures on the insulin pump. Customer had a crack on the main part of the screen and the key sheet was damaged.

Manufacturer narrative:
The pump passed the self test. No pump error 63 alarms were noted. No damage was found on the keypad assembly during visual inspection. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window. No cracks on the screen were noted.